Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure while inserting the coronary sinus lead, the system was not supported and made all system dislodged from coronary sinus(cs). The system was pulled out including cs lead from coronary sinus. The coronary sinus lead was inserted after flushing but it didn't pass through due to something struck in coronary sinus lead. New cs lead was used and procedure was completed. The patient was in stable condition and no adverse consequences were reported.